Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that oor impedances were noted to be low and variable for both ra lead and rv pacing impedance.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2018 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a generator exchange, the replacement implantable cardioverter defibrillator (ICD) experienced electromagnetic interference from cautery. The atrial and ventricular impedances were noted to be out of range (oor) and variable when connected to the replacement ICD and stable on the exchanged ICD. A tug test was performed and the physician indicated that the leads were properly seated in the header of the device. Upon turning off the cautery device, impedance tests were successful and stable. The replacement ICD remains in use. No patient complications have been reported as a result of this event.